Event description:
Afro-amer female had an IV stabilization dressing on for initial surgery. She wore the dressing home to stabilize and protect line left in place. When she came back into the hosp for follow-up surgery she requested that the new (second) dressing be placed in the exact location as the initial dressing. This was done. Following release from the hosp, she returned to report and show that the pigment in her skin had darkened under the acrylic adhesive portion of the IV stabilization dressing. No skin tears or skin irritation was noted at that time.